Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed, and the reported complaint was confirmed by failure analysis. An in-house mcs tip cover was installed onto the instrument tube adapter and placed on the in-house system. An error message appeared and read, "remove instrument and reinstall mcs tip." A different in-house mcs tip was installed, and the same error occurred. The instrument tube adapter was found with abrasions at the distal end. There were no pieces missing.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, it was discovered that the plastic tip of the monopolar curved scissors instrument was missing. The instrument was having engagement issues as well. The procedure was completed with a backup instrument. There were no reports of patient injury.